Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that nine days post-implant, the right ventricular (rv) lead exhibited high thresholds and was found to be dislodged. A perforation was noticed on computerized tomography (CT) and intracardiac echocardiography (ice). The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.